Event description:
A user facility registered nurse (rn) reported during a vital sign check, blood was noted to be dripping from the critline connection to the arterial blood line where it connects at the dialyzer. Upon attempting to tighten the connection, the entire blue critline connector disconnected from the arterial connection. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported during a vital sign check, blood was noted to be dripping from the critline connection to the arterial blood line where it connects at the dialyzer. Upon attempting to tighten the connection, the entire blue critline connector disconnected from the arterial connection. The estimated blood loss was unknown. Additional information was requested but was not received to date.